Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend instrument was observed to have been broken. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The instrument was found to have a dislodged grip ring at the proximal end in the housing. A dislodged grip ring can cause the instrument grips to not open and close properly. The instrument grips opened intermittently when the input disks and grip open lever was manually articulated. The root cause of this failure is typically attributed to manufacturing failures. The ceramic dots were present. Additional finding related to the customers reported complaint: the instrument was found to have a workmanship issue. The instrument had a loose set screw within the grip ring. A loose set screw can cause the grip ring to become dislodged which can lead to a failure with grip functionality. The root cause of a loose set screw is typically attributed to manufacturing. No image or video clip for the reported event was available for review. A review of the device logs for the vessel sealer extend instrument (part#: 480422-01 / lot#: k10220807 0222) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system sk4153 for a pulmonary lobectomy procedure. This is a single use instrument. This last usage of the device was before the reported event date. This complaint is considered a reportable event due to the following conclusion: the failure mode noted in failure analysis investigations is known to impact unclamping issues. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.